Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 102 mg/dl at the time of the incident. Customer was wearing it facing her body and received the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button error alarm during testing. However unit had unresponsive esc and act buttons due to moisture damage keypad traces. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, missing o-ring on reservoir tube, cracked reservoir tube window and cracked case at reservoir tube window corner.